Event description:
The physician attempted arteriotomy closure of the right groin with the perclose a-t (the closer ak) device after a coronary stent procedure. Fluoroscopy was performed whcih confirmed arteriotomy placement in the right common femoral artery. It was reported that there was mild resistance during insertion. The physician stated that it felt "very crunchy". Mark was achieved. The foot and the needles were deployed. The needles were removed. When the device was removed the physician observed that the "distal tip" had broken off and remained inside the pt. A vascular radiologist was able to retrieve the device tip from the pt via the left femoral artery. The right and left arteriotomies were subsequently closed with two perclose a-t devices. It was reported that during the coronary stent procedure the pt experienced a "more than normal amount of blood loss" as a result of the unsuccessful attempts at stent placement. The pt expired two hours later. The physician stated that the history of aortic stenosis and the hypotension from the blood loss contributed to the pt's death and it was not related to the closure device.